Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had diabetes complications and was alcoholic. The caller stated that the customer never took insulin as they were supposed to. The customer had diabetic ketoacidosis, was in and out of the hospital the last year, had kidney failure and had mrsa infection. The caller stated that the customer passed away on (B)(6) 2016, in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was lung, kidney and renal failures. At the time of death, the customer's blood glucose was over 300 mg/dl. The customer was not wearing the insulin pump at the time of death; it had been disconnected by the customer, almost a month prior to passing, because, he claimed that the insulin pump was uncomfortable and claimed that it not working. The caller did not know if the customer used sensors or not. The caller agreed to return the insulin pump for analysis.